Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant product(s): ddmb2d4 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture as the pacing impedance was indicated to be undefined and noise was noted on multiple episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.